Manufacturer narrative:
Device was returned on (B)(6) 2019 and evaluated the investigation results are as follows: the device fall off complaint could not be confirmed. This issue cannot be evaluated during the investigation process.

Event description:
The patient reported that she has had 2 v-go devices that have come loose after only having it on for approximately 4 hours. The patient stated that on (B)(6) 2019 was the first incident of the v-go coming loose and when she removed it she had some minor bleeding. The patient also reported the v-go she was wearing today also started to become loose as well. The patient is preparing the infusion site correctly by cleaning the area with a alcohol swab and letting the area dry. The patient is placing the v-go on to her abdomen. The patient has already discarded the v-go from (B)(6) 2019 but will save the v-go from today (B)(6) 2019.